Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The pt had a 2.5x16mm taxus express2 drug eluting stent (des) implanted in the mid left anterior descending artery (lad). The 90% stenosed, target lesion was in the proximal left anterior descending (lad) coronary artery. The physician then advanced a 3.5x28mm taxus express2 des to the 90% stenosed, proximal lad but it would not cross the lesion. When the device was removed from the pt's body, it was noticed that the edge of the stent appeared "lifted up". The procedure was ended. There were no pt complications reported with the pt's current condition listed as "good".